Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 869mg/dl. The caller stated that he was throwing up prior his admission. Troubleshooting could not be performed as customer will call back when he gets home. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.